Event description:
Patient was admitted for outpatient surgery. Planned procedures were a neck procedure and diagnostic laparoscopy with hysteroscopy under general anesthesia. A rapid pregnancy test was done in pre-operative holding area and was determined to be negative. The neck procedure was done first. After the laparoscopic procedure was started, the surgeon found the uterus to appear enlarged and suspected possible pregnancy. The procedure was halted and a serum pregnancy test was done. The serum pregnancy test was positive and case was ended, the hysteroscopy portion of the case was abandoned and case ended. When the initial rapid pregnancy test cassette was retrieved from the trash, it was then found to show a positive result. The original urine sample was still on hand and it was used to repeat the test with another rapid pregnancy cassette, same brand and lot. It was immediately positive.the first rapid pregnancy test was performed waiting a full 3 minutes. A digital timer was used to time the test. It was negative at three minutes. However, when later retrieved from the trash it was found to show a positive result. If the original test was positive, the patient would not have had general anesthesia and undergone the procedures.the physician expected the patient to do well and no problem with the pregnancy.